Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead was not capturing.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2006, dtma1d4 crt-d, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had elevated thresholds. During a follow-up check, the lead was programmed off. The lead was later capped and replaced. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.